Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 9th, 10th, 11th, 12th, 13th and 14th distal stent wraps with struts raised, stretched, bunched and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute drug eluting stent to treat a non-tortuous and severely calcified lesion located in the proximal circumflex, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformed during positioning due to use of the device in difficult lesion morphology. Procedure was completed using a non-medtronic device. Patient status post-procedure is alive with no injury.